Event description:
It was reported that the external pulse generator's lower display was faded out, or dark. The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was missing pixel segments. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were contaminated, one case screw was missing, the battery contacts were compressed, the ring was bent, and the battery drawer was damaged. (B)(4).